Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they got into a car accident, received emergency medical assistance, and got hospitalized due to hypoglycemia on (B)(6) 2017. The customer reported that the low blood glucose level was 13 mg/dl. The customer was transported by ambulance after accident approximately 8:15 am on (B)(6) 2017. The customer was treated with three units of intravenous dextrose. The customer did her first reservoir and set change and the pump continued to push insulin after she released the button, for approximately 20 units. The customer reported that she went to see her internal medicine doctor, who suggested her to run a test to see how much insulin was left in the reservoir after completing the bolus. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed at the time of time. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No prime anomalies or unexpected bolus delivery was noted. Unit received with minor scratched display window, case and keypad overlay.